Manufacturer narrative:
Device is a combination product. Complainant name: (B)(6) . Device code #(B)(4) relates to component code #(B)(4) . Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
It was reported that stent dislodgement occurred. A 3.00x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that no stent was mounted on the balloon. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method code, result codes and conclusion codes updated. Device evaluated by MFR: synergy ous mr 3.00 x 32 mm stent delivery system (sds) was returned for analysis. The stent was detached from the stent delivery system (sds) and not returned for analysis. A review of the manufacturing data for this device was carried out and no anomalies were highlighted. The max stent profile for this unit was reviewed which is within the specification. The balloon body was reviewed and no issues were noted. The balloon wings relaxed. A visual and tactile examination found multiple hypotube kinks. The shaft polymer extrusion was examined. The inner/outer polymer extrusion appeared flattened 4.4 cm proximal of the bi-component bond. The damage noted was evident for approximately 1.5 cm in length. There was a mid shaft kink at approximately 4.5 cm distal of the hypotube/mid shaft bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32 mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that no stent was mounted on the balloon. No patient complications were reported.